Event description:
It was reported that patient underwent a right knee revision approximately fifteen (15) months post-implantation due to osteolysis. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This report was previously submitted erroneously on march 26, 2024, under manufacturing report number 0001822565-2024-01017. D10 medical devices: tibia cemented 5 degree stemmed right size c catalog#: 42532006402 lot#: 65282288 femur cemented cruciate retaining (cr) narrow right size 7 catalog#: 42502006202 lot#: 64910063. All-poly patella cemented 29 mm diameter catalog#: 42540200029 lot#: 65238882. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Reported event was confirmed by review of radiographs. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: osteolysis. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.